Event description:
The initial complaint from the rn was that the ECG size was small and the waveform did not look correct. Also, the rate displayed was less than palpated pulse. The normal use for this department is to unplug the ECG lead set from one monitor, transport the patient to a recovery area and plug the cable into the recovery monitor. It was noted that the ECG waveform was different after transport. This was confirmed by biomed. If the cable is briefly unplugged, the waveform is smaller and appears a little different. And the monitor had been evaluated by biomed previous to this incident and it couldn't be duplicated, then it was unplugged with this evaluation and the problem was reproduced. Additional follow up: biomed used a simulator and was able to reproduce the problem. If the patient cable is unplugged, or the lead block is unplugged, the ECG waveform changes from 10mm to 6mm and the shape changes somewhat. The rate also becomes inaccurate because the size changes enough that each beat may not be counted. Also, at start up a message is displayed to check v-lead, even though a 3 lead cable is in use. Biomed and technical support at datascope suspect defective ECG processing that is incorporated onto main processor assembly. This assembly will be replaced.